Event description:
It was reported that during a laparoscopic hemicolectomy procedure, the clips, when fired, were not closed correctly. The procedure was carried out and finished by using a new device. No patient adverse consequences have been reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: the clips were open, nothing felt into patient, the event occured after the second firing, there was no torquing and no twisting, no resistance, no noise were felt. Nothing unexpected occured prior the incidence.

Manufacturer narrative:
(B)(4). The analysis results found that the er420 device was received in good visual condition. A bag with an unformed clip was returned along with the instrument.   In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.